Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection of the full lead revealed blood/body fluid in/on the distal conductor and helix/lobe mechanism.

Event description:
It was reported that during the implant procedure that the atrial lead did not pace at maximum output, and the physician noticed that the end of the connector pin had blood through it. The lead was not implanted. No patient complications were reported as a result of this event.